Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) exhibited decreased sensing and increased threshold. It was noted that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.